Event description:
It was reported that this implantable pacemaker could not be interrogated. The health care professional (hcp) conformed a wand was placed over the device and plugged in correctly to the programmer. It was noted, the patient's last device check was in 2019 and there are no notes of the battery status at that time. Technical services (ts) was consulted and asked the hcp to put an electrocardiogram (ECG) on the patient and place a magnet over the top of the pacemaker. The patient was in atrial fibrillation (af) with a rate between 50 to 80 beats per minute (bpm) prior to the magnet application and upon placing the magnet there was no pacing observed. The hcp advised the patient had difficulty breathing and would be admitted to the hospital for an urgent device replacement. This is all the information provided, and additional information has been requested. At this time, the device remains implanted. No adverse patient effects were reported. Received additional information the device was explanted and replaced successfully with no complications reported. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported. The product has returned for analysis.

Manufacturer narrative:
The product was returned, and analysis was performed. It was observed that communication to the pg could not be established via the latitude 3300 programmer or frrp. There was no safety mode pacing observed on the oscilloscope. The time from implant date to event date is 10.10 years and the maximum life expectancy estimation is approximately 8.6 years. The device was cut open and internal visual inspection looked normal. The battery was removed, and the external power supply was applied and the hybrid current drain measured normal. It was determined the device experienced normal battery depletion and analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable pacemaker could not be interrogated. The health care professional (hcp) conformed a wand was placed over the device and plugged in correctly to the programmer. It was noted, the patient's last device check was in 2019 and there are no notes of the battery status at that time. Technical services (ts) was consulted and asked the hcp to put an electrocardiogram (ECG) on the patient and place a magnet over the top of the pacemaker. The patient was in atrial fibrillation (af) with a rate between 50 to 80 beats per minute (bpm) prior to the magnet application and upon placing the magnet there was no pacing observed. The hcp advised the patient had difficulty breathing and would be admitted to the hospital for an urgent device replacement. This is all the information provided, and additional information has been requested. At this time, the device remains implanted. No adverse patient effects were reported. Received additional information the device was explanted and replaced successfully with no complications reported. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable pacemaker could not be interrogated. The health care professional (hcp) conformed a wand was placed over the device and plugged in correctly to the programmer. It was noted, the patient's last device check was in 2019 and there are no notes of the battery status at that time. Technical services (ts) was consulted and asked the hcp to put an electrocardiogram (ECG) on the patient and place a magnet over the top of the pacemaker. The patient was in atrial fibrillation (af) with a rate between 50 to 80 beats per minute (bpm) prior to the magnet application and upon placing the magnet there was no pacing observed. The hcp advised the patient would be admitted to the hospital for an urgent device replacement. This is all the information provided, and additional information has been requested. At this time, the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.